Event description:
After an implantation period of approximately 26 days, it was reported that the patient suffered a crush injury affecting the devices. The lead dislodged and the device showed the eri status. Bipolar sensing was not possible. The devices were explanted and replaced.

Manufacturer narrative:
The pacemaker and the associated ventricular lead were returned for analysis. First, the pacemaker was properly interrogated. The battery status was ok with an estimated remaining service time of 9 years and 11 months. The analysis of the devices memory revealed low ventricular bipolar lead impedances. The pacemaker was visually inspected and the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. In addition, a sensing test was performed. Thereby the pacemaker sensed the attached heart signals free of noise, proving the sensing functions to be as expected. There was no indication of a device malfunction. The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed the ligature marks 22cm distal to the is-1 connector pin. In this region the lead body was squeezed and deformed. Further inspection revealed a damaged insulation. This damage can be considered the root cause for the clinically observed electrical peculiarities. Based on the location and the characteristics it is assumed that the damage resulted from a tight suture. The manufacturing process for the pacemaker and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.